Event description:
The patient's husband reported, the patient is having difficulty in the right arm, she has experienced a difference in temperature; her right hand feels colder than the other hand. The patient also experienced tingling symptoms, located on the outside of the arm and extending to the thumb. The spouse reports the patient is having a very difficult time speaking. Additional information has been requested from the physician. A follow-up report will be sent if additional information becomes available.